Event description:
A nurse reported that during a procedure, the infusion line would not stay in the non-valved trocar. The case was completed using an alternate infusion line and valved trocar. There was no harm to the pt.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).